Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box data indicated dates from (B)(4) 2018 ¿ (B)(4) 2018. The data for the date of the reported event had been overwritten due to continued use of the pump. The current data showed evidence of a sudden drop in voltage resulting in a eaw 177 low battery warning on (B)(4) 2018. During testing, the pump powered on with the returned battery cap; the battery cap was able to fully tighten. No evidence of moisture was found inside the battery compartment. The pump was tested for a minimum of 24 hours with no warnings, overheating, or power loss occurring. The electrical current draws were found to be within specification. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. The power flex and components were inspected with no defects found; no damage was observed to the power circuit. The complaint of a temperature issue was not duplicated during investigation. Unrelated to the complaint, a battery compartment crack was observed in the thread area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the battery compartment was overheating when the pump was asleep. There was no damage to the pump reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.